Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deploy button of a 5f exoseal vascular closure device (vcd) could not be pressed when the operator attempted to deploy the device in the black-black state of the indicator window. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The exoseal vcd was used in a transfemoral cerebral angioplasty (tfca). The exoseal vcd was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. The indicator window was showing solid black when depression of the button was attempted. The device was not attempted to be deployed outside the patient¿s body. A 5f non-cordis catheter sheath introducer was used. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, there was no access vessel tortuosity, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of the exoseal vcd and had used the device several times prior to the procedure. The patient¿s body mass index (bmi) was not greater than 40. The device will be returned for evaluation.